Event description:
It was reported via repair work order that the siderail would not latch due to a broken weld at the right side rail locking upright spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.